Event description:
The customer stated, that the device shows pacer and defib comm errors during daily check. No pt involvement.

Manufacturer narrative:
The device has not been returned at this time, but is anticipated. A supplemental will be submitted upon completion of the investigation.